Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor gel breast prostheses and experienced bilateral muscle deformity post-operatively. The patient mentioned that both sides looked abnormal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware of additional information regarding the impacted device. The impacted device is a 375cc mentor memorygel breast implant with catalog number 3503754bc. The lot number has been updated to (B)(6). The serial number has been updated to (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The patient's age at the time of event and race has been updated. On (B)(6) 2022, mentor received additional information regarding the device date of implantation. The date of implantation has been updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 30, 2023, mentor received additional information stating that the patient had recently had revision surgery; the date of the device explantation was reported to be (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: acquired deformity. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 05, 2024, mentor received additional information from the patient regarding what they've experienced. The patient reported having excessive scar tissue removal due to contraction. Code e2303-capsular contracture has been added in section h6 to capture this additional information. Reason for device explant and/or reoperation: acquired deformity and capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 01, 2024, mentor received information from the patient discussing that much of the patient's experienced may have been caused due to smaller implants placed by their healthcare provider. Manufacturer¿s reference number: (B)(4).